Manufacturer narrative:
Product analysis: the stylus was found to be non-functional; the programmer worked as expected, with a known good stylus. The programmer passed all functional, safety and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as part of an inventory reduction initiative, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.